Event description:
Indication: dermatopolymyositis, unspecified, organ involvement unspecified. Other frequency: intravenously daily for 2 days every 4 weeks. Medication associated with pump: gamunex. Pt reported pump (serial number and expiration date: not provided) malfunction unable to use it for infusion. Pt states pump is showing error code 20: empty lithium battery - call provider. Pharmacy to replace pump. Pump associated with event to be returned. No adverse event(s) reported due to product issue. Pt has supplies to infuse via gravity so pt will not miss infusion. Unknown if md aware. No further info.